Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2016-03805, 03851, 03854, 03890, 03899).

Event description:
It was reported that patient underwent an unknown surgical procedure post-implantation. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products - m2a-magnum pf cup 58odx52id/ pn us157858/ ln 132560, taperloc por red/lat 15x150/ pn 13-103208/ ln 363050, m2a magnum tpr adpr ti dia52-6 0/0mmt1/ pn 139268/ ln 953510.

Event description:
It was reported that patient underwent a surgery to repair right adductor muscles. While repairing muscles, metallosis was found. Nothing was implanted or explanted at that time.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No devices or photos were received; therefore, the visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies. A definitive root cause could not be determined with information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.